Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.0mm icm130v4 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault, elevated iop (without pupil block and angle closure), pupil block (with elevated iop), and unreactive pupil (fixed). The patient's post-op best-corrected visual acuity (bcva) is 20/25.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. The lens was remeasured and was found to be in specification. (B)(4).

Manufacturer narrative:
Conclusion: it should be noted that at the time of implantation the patient was (B)(6) and per dfu indications: "the visian icl is indicated for use in adults 21-45 years of age". Therefore, there is no sufficient safety and effectiveness data to support implantation in such patients. Corrected data: (B)(4).